Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash in the middle of the spine. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a medication. Follow up indicated that the rash improved.